Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by an infusion set failure.

Event description:
On (B)(6)2024 an ilet user's wife reported the user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6)2024. On (B)(6)2024, the user experienced hyperglycemia after an infusion set site change by their wife. The user's blood glucose was found to be high, with a fingerstick showing a "high" reading. Upon removing the infusion set site, it was discovered that the cannula was bent. The user was advised to administer 10 units of insulin as a correction. The user's blood glucose remained above 400 mg/dl for over 4 hours, and no ketone testing was done. The user was using the convatec inset (23", 6mm) teflon infusion set. On (B)(6)2024, the user's wife called back and reported the user was hospitalized after the high bg episode due to shaking and weakness. The user's blood glucose was measured at 765 mg/dl at the ER. The user was treated with IV insulin and fluids and was admitted overnight. The user was released on (B)(6)2024 and resumed using the ilet system.